Event description:
The device was returned to the distributor in (B) (4) to be reworked in accordance with FDA field action number z-2341-2008. During preliminary inspection it was observed that the ok icon was displayed but the device failed to power on. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.